Event description:
A caller reported experiencing a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and assisted the caller through the process, which resolved the issue as the pump did not display the error again. Consequently, the caller was able to successfully start a new sensor session.